Event description:
It was reported that no rpm was displayed in the console. A rotablator rotational atherectomy system was selected for use. During preparation, it was noted that the physician was unable to see the rpm display numbers in the console. No patient complications were reported.